Event description:
Complaint record being cancelled as it is a duplicate to (B)(4);mfg report number 2249723-2023-04735.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4);mfg report number 2249723-2023-04735. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) helium tube runs out quickly. There was no patient involvement.